Event description:
It was reported that pacing spikes were not observed when the ventricular lead was connected to the pulse generator nor when the pulse generator was placed in the pocket. The intrinsic rate was 40 bpm and the device settings vvi, 60 ppm, 3.5 v, 0.4 ms. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.